Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer stated that they were experiencing recurring unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump alarmed unexpected restart after battery change and resets the time/date to factory default due to a voltage leak at the interface board. The pump was received with all operating currents within specification and passed the rewind, self-test, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and a broken reservoir tube lip.